Event description:
It was reported that the insulin pump alarmed no delivery, which had been resolved with a complete set change. The blood glucose reading was unknown, since the caller was not with the customer. The customer's mother also noted that the customer had had moderate to high ketones, which they treated with manual injection. Advised to call back if the issue recurs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.